Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by abdomen pain and cloudy effluent. On the same day, the patient was hospitalized. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The patient's date of birth was unknown, however it was stated the patient was born in 1953. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from a nurse: the cause of peritonitis was not reported. The patient was discharged from the hospital. The patient recovered from this peritonitis event.